Event description:
It was reported that during a rotational atherectomy procedure, there was no rpm display. During ablation, there was no display of rpms' the procedure was completed wit this device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)